Event description:
Patient reported left side ¿severe pain,¿ ¿intense pain,¿ ¿gradual increasing swelling,¿ ¿swelling,¿ ¿intense itching of nipple and surrounding tissue,¿ ¿significantly larger and misshapen,¿ and ¿fluid aspiration.¿ patient additionally reported ¿night sweats¿ and ¿periodic fevers¿ which have been deemed not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
In response to FDA report number: (B)(4) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease flat, fluids. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "fluid aspiration"; capsular contracture, baker grade iii.